Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2010. (B)(4) represents the adverse event which occurred on (B)(6) 2013. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. It was reported that following insertion the patient experienced vaginal tenderness and abdominal pain. It was reported that patient underwent revision of mesh on (B)(6) 2013. No additional information was provided.